Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp was suspected of having heparin-induced thrombocytopenia. Heparin was withheld. No patient harm was reported.

Manufacturer narrative:
No product was returned for investigation. The cause of the thrombosis was unable to be determined due to insufficient clinical details. The cause of the thrombocytopenia was unable to be determined due to insufficient clinical details.